Manufacturer narrative:
Investigation: the complaint was investigated for system failing to keep the captured post images. Engineering reviewed the log files for which the user reported that post images were missing. In the first case, the logs show that after acquiring the images in rest stage, the user paused a protocol several times to acquire the images outside of the protocol. In the second case, logs confirm that the user has acquired all views in rest stage. For both cases, no evidence of a system malfunction could be found. All the images were captured by the system and could be found in the log files. The studies were repeated unnecessarily by the user as the system had all the images. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who has a foot and leg injury underwent a threadmill stress echocardiogram. Due to the injury, it made the treadmill portion of the test difficult and the patient had EKG changes with the first treadmill stress that was reported to be concerning. At first, the patient refused but the test was needed to be cleared for a cardiac surgery. An entire echocardiogram had been performed on the patient and pre stress images were captured. During the test, the sonographer was operating the ultrasound system and the physician was in the reading room. After the test, the sonographer went to review the post exercise images but the images were not there. Although there were no images on the ultrasound system and it appeared that the post stress portion had never been performed, there were a lot of blank post images that appeared when the study was sent to pacs. The ultrasound system did not capture the entire post stress imaging portion of the study. The test was repeated but first, the patient had to cleared of cardiac risk. The procedure lasted about 20 minutes longer because it took about ten minutes to get the physician to approve the re-stressing of the patient and another ten minutes for stress and re-imaging. There was no patient adverse event reported. No additional information was provided.